Manufacturer narrative:
A gas delivery system ((gds) was received by the philips failure investigation department, and it was reported that the gds was confirmed to have a defective u1 on the air flow sensor pcba creating the low leak-co2 rebreathing risk error code(e/c 1203).

Manufacturer narrative:
Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. It could not be confirmed if the customer replaced the parts that the remote service engineer advised to replace. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation, and supplemental reports will be submitted as applicable.

Event description:
It was reported that a low leak co2 rebreathing risk alarm was observed. The unit was being set up for use when the issue was observed, no patient or user harm reported. The suspected unit was removed from service. The customer stated that the unit alarms for a low leak co2 rebreathing risk. It was reported that the air inlet filter was fairly clean. The customer was unable to determine if the patient circuit had a leak device built in. The remote support engineer (rse) advised the customer that the flow sensors were probably contaminated. The rse recommended replacing the flow sensor assembly to correct the issue, but the customer feels more comfortable replacing the entire gds system. The customer was provided with the part ID.